Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01290. This report is being submitted as additional information. Approximate age of device ¿ 3 years and 6 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The heartmate ii unshielded power module patient cable instructions for use explains that the unshielded power module patient cable is easily distinguishable from the standard power module patient cable by the orange color of the bifurcation and the patient identification label. This document also states that patients who are experiencing a short circuit in the driveline should always use the unshielded power module patient cable to connect to the power module and must bring the unshielded power module patient cable during any follow-up visit. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there were pump speed drops while utilizing grounded power module patient cable on (B)(6) 2018. The patient had a short to shield and has since changed over to an ungrounded power module patient cable without further alarms. The patient was asymptomatic. Additional information was received that the reported event did not resolve. No further information was provided.